Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item number: unknown, item name: unknown maxera cup, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw attached to the cup impactor was broken off. Screw was retrieved and discarded. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection noted the threaded shaft of the hex bolt is fractured from the hex head. The diameter and material hardness of the shaft was determined to be conforming to print specifications. This is a previously addressed design issue. The device shows wear & tear that indicates successful use during a potential field age of approximately 8 years 1 month. Strike marks were observed in the knurled portion of the handle. The device exhibited damage in the channel of the frame near the hex head. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Fracture of the threaded bolt of the reported inserter has been previously investigated and is in scope of previous design improvements. Because this device precedes the manufacturing change, the root cause is a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.